Event description:
The customer contact reported concurrent flow. The secondary tubing set was being used for piggyback delivery of an unspecified antibiotic and was connected to an unspecified primary tubing set. The customer contact reported the secondary solution container was raised higher than the primary solution container. After an unspecified length of time in use while the secondary solution was delivering, it ws reported the primary solution was also delivering. The customer contact reported the tubing set was either adjusted or replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.